Event description:
Pt originally scheduled for short procedure (same day) surgery for esophagoscopy with dilatation for treatment of esophageal stricture. At conclusion of procedure, crepitus detected at the neck and bilateral clavicular area. Presumption of esophageal perforation/tear. Pt hospitalized "intensive care" until 02/2001.